Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error-poor aseptic technique. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of patient who made mistake/touch contamination, pacemaker infection and peritonitis with culture positive for (B)(6) in a patient (age not reported) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On unreported dates, the patient experienced a pacemaker infection and made mistake/touch contamination. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to pd therapy and did not comment on the pacemaker infection and patient making mistake/touch contamination.